Event description:
An ophthalmic surgeon reported that they found fibers in the pt's eye from the pak during a cataract with intraocular lens implant procedure. The procedure was completed with no known pt harm. Add'l info has been requested, but has not been rec'd to date.

Manufacturer narrative:
No contract number is available; review of the complaint history is not possible to investigate. No custom pak lot number is available; the batch record could not be checked for abnormalities. There is no sample available for eval. The product label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. The root cause in unk. (B)(4).